Manufacturer narrative:
Our engineers have evaluated the returned device. Their investigation showed the following: the outer braided constraining line was deployed approximately 1 cm. The device remained fully constrained. The deployment line sawed through the dual lumen about 1.5 cm from the transition consistent with high deployment force. Deployment was able to be continued with traction on the deployment line at the endoprosthesis. The knob was separate from the rest of the device with approximately 16.5 cm of deployment line connected to it. The deployment line appeared to be broken on one end. Based on the device examination performed, no manufacturing anomalies were identified.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. (B)(4). Concomitant medical products and therapy dates: aortic device, 0.018 guidewire. Further investigation is being conducted and the information will be included in the final report.

Event description:
The patient presented as an emergency case as an aortic aneurysm has ruptured next to the renal arteries. It was reported to gore that two gore® viabahn® endoprostheses were intended to be implanted in both renal arteries to perform an aortic debranching procedure. It was stated that both viabahn devices were inserted and advanced over a 0.018 guidewire into the renal arteries. Before device deployment was initiated, an aortic device (manufacturer remains unknown) was implanted into the aortic artery next to the two viabahn devices. It was stated that when device deployment was tried to be initiated of the gore® viabahn® endoprosthesis located in the right renal artery, the deployment line could not be pulled. As further resistance was experienced, the deployment line broke. It was noted that the endoprosthesis did not deploy at all. The device was removed through the introducer sheath and another gore® viabahn® endoprosthesis was advanced into the right renal artery. The deployment of both medical devices was successfully and the procedure could be completed without any harm for the patient. Two days after the procedure, the patient expired. It was stated that the patient death belongs to the general conditions and that the viabahn device could have caused those conditions based on the deployment failure and the necessity to use another device (procedure prolongation). The physician mentioned that he can not exclude if the deployment issue of the viabahn device contributed to the patient death.